Event description:
A caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level mentioned. Technical support provided pump reset instructions and assisted the caller in resetting the pump. After the reset, the error did not reappear, and the caller successfully restarted their sensor session.